Event description:
The complainant reported a patient with undergoing high-risk percutaneous coronary intervention (pci) was preoperatively implanted with an impella cp device for mechanical circulatory support. The patient was noted as too high risk for coronary artery bypass graft surgery. After the pci the patient was transferred to the unit with impella mcs in place. The next afternoon, the patient began to desaturate with abdominal swelling and tenderness. Patient was then paralyzed. Labs were drawn and with results, there was concern for internal bleeding. The patient had a computed tomography scan of the abdomen/pelvis area to rule out access site bleed and assess if surgical intervention and repair was necessary. The CT scan showed retroperitoneal hematoma with no active extravasation, arterial perforation, or evidence of access-site complication. Impella access site was soft and intact without evidence of hematoma or bleeding. The timing of bleeding symptoms with coagulopathy suddenly in the afternoon was felt to be more consistent with spontaneous/small-vessel bleed in the abdomen. It cannot be determined if the use of anticoagulant for use of the impella device impacted/exacerbated the out of the bleed for the patient. The patient was stabilized and pressors weaned down after blood transfusion. Impella mcs remained in place for three additional days before the patient was successfully weaned and device explanted in the catheterization lab with a survived patient outcome. Two perclose devices were used with successful hemostasis to the right groin. The left groin was used to visualize an extravasation. No extravasation was found throughout the iliac or femoral arteries bilaterally. The access site was clean, dry, and intact with no signs of hematoma.

Manufacturer narrative:
The impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding, the major bleed, the cause of the injury was not determined since product was not returned and insufficient clinical details provided. H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation.